Event description:
It was reported that postoperative, the bsc representative calibrated the boston scientific spinal cord stimulator unit, and caused an electrical current to be transmitted into the patients body at a higher intensity and for a longer duration than was safe, medically necessary, anticipated, expected or desired. Immediately following the programming error, patient began to experienced pain on the right side as well, which had greatly impacted patients mobility and daily living activities. No further information could be obtained.